Event description:
Patient was implanted with advance on (B)(6)2009. He is claiming that "his very mild incontinence has continued to be about 90-95% incontinence, constantly requiring to wear a diaper, go through 203 pads daily, kiegelin almost non-existent where prior to sling surgery, I kiegeled constantly". He states that since the advance implantation hi is impotent, has pain in the perineal area. Medication prescribed: clomazapan.

Manufacturer narrative:
No device malfunction was reported and device was not explanted. Serial number not provided for history review. The occurrence of this event is included in the potential adverse event section of the device labeling. The frequency for this event is not greater than is usual. This type of event (erectile dysfunction) is not covered in the IFU. The frequency of occurrence is rare.